Manufacturer narrative:
Patient medications include cephalexin, hydromorphone, lantus, potassium chloride, lisinopril, sertraline, acetaminophen, aspirin, albuterol, novolog, furosemide, flonase, magnesium hydroxide, folic acid, simvastatin, carvedilol, calcium-vitamin d, and centrum multivitamin. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Per the conformable gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore tag thoracic endoprosthesis (tgu373720/11853343) to treat a penetrating aortic ulcer. On (B)(6) 2014, computed tomography scan revealed a proximal type I endoleak. The physician indicated the type I endoleak was caused by the original graft being oversized (thoracic aortic measurement not available). On (B)(6) 2014, the physician implanted an additional conformable gore tag device for proximal extension of the previous endograft. The endoleak was resolved, and the patient tolerated the procedure.